Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Leaking during wear and skin irritation were also reported. Ketones were checked and found to be slight. As treatment, multiple shots of 6 and 4 units were administered. The patient's blood glucose history is as follows:   time bg(mg/dl) 10:30am 259, 11:30am 360, 12:30pm 341.